Event description:
It was reported that on 2015 (B)(6), the patient reported abnormal fluid coming out of the scar, his t-shirt was dirty, and red aspect around the pump on his belly. The patient was advised to come in as soon as possible as the infection was ongoing. This required an urgent care visit and unscheduled clinic or office visit. Upon arrival the patient¿s belly was red around the pump and a little hole was present where the fluid was coming out. The location was noted as the device pocket with infection around the pump. The decision was to go directly to the operating room, emergency, to remove all the system. The type of infection was unknown. Reportedly no culture was taken and no antibiotic treatment was necessary. The system was not replaced. The severity was reported as moderate. The cause of the issue was reported as ¿unknown or n/a.¿ there was no catheter issue alleged. At the time of the report the patient's status was reported as alive-no injury. The issue was reported as resolved without sequelae on 2015 (B)(6). This device system delivered infumorph. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown, explanted: 2015 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Fdc updated to (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event was considered not related to the device/therapy, and related to the implant procedure.